Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit over heated. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to duplicate error. Fse performed unit checkout. Unit passed all functional and safety tests. Unit was cleared for clinical use.